Manufacturer narrative:
A sample has been received by the manufacturer, but the analysis has not yet been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with when additional reportable information becomes available. (B)(4).

Event description:
A hospital representative reported that dull knives had been experienced. No patient harm was reported.